Manufacturer narrative:
Block h6: imdrf device code a150103 captures the reportable event of clip premature deployment during an esophagogastroduodenoscopy (egd) procedure at an unknown location.

Event description:
It was reported to boston scientific corporation that a resolution 360 ultra clip was used during an esophagogastroduodenoscopy (egd) procedure performed on 25 jun 2026, on an unknown anatomy. During the procedure, when they went to deploy the clip, it was noted that it released too early and noticed the arm of the clip was bent, they retrieved the device. The procedure was completed with another resolution 360 ultra clip. There were no patient complications reported as a result of this event.